Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at approx. 52 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed several cuts in the insulation as well as deformations of the vcs shock coil. Blood penetrated the lead. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.

Event description:
The patient expired on (B)(6) 2015 due to a motorcycle accident. The medical examiner wanted an analysis on the device to see if there were any correlations. Should additional information be received, this file will be updated.